Event description:
N/a.

Manufacturer narrative:
Hakim valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined; however, the possible root cause for the ¿leakage¿ reported by the customer, could be due to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that 13 days after surgery, there was a leak from the proximal chamber to the valve mechanism at the same time. The valve was removed and replaced on (B)(6) 2023. No patient injury reported, and the event led to more than 30 minuets surgical delay. The patient recovered.